Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 01/01/2026, it was reported that the patient can't remember the exact date, but in the beginning of the year (2026), he mentioned that he was consistently getting low egv (unspecified values) but he wasn't feeling hypoglycemic. He did not have any test strips so he decided to go to the emergency room (ER). There, the bg was measured 190 mg/dl while his egv was 63 mg/dl. He was given fast acting insulin to bring his sugar down. Although he wasn't feeling any symptoms, the doctor advised him to stay at the ER overnight for observation then he was discharged the next day. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.